Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) was having radiation therapy for lung cancer and had an episode of ventricular fibrillation (vf) after the third treatment. The rep stated that onset portion of egram appears to show ventricular pacing at 150 ppm; however, the device was programmed to vvi 40. The episode was non-sustained/diverted. A save to disk was performed; however, was blank upon receipt at guidant. The device will be explanted and returned to guidant for analysis.